Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed off no power. The customer's blood glucose level was unknown at the time of the incident. The alarm was not resolved during troubleshooting. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.